Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the operator did not use the correct measurement when transferring the sample to the sample cup initially. A siemens headquarter support center (hsc) specialist reviewed the event. Hsc concluded the purpose for measuring 200 microliter is to ensure adequate mixing of the samples. Unmixed cells will increase the hemoglobin transferred to the reaction vessel and elevated tac values. The operator repeated the samples using the correct pipet volume size of 200 microliter for proper mixing of the sample, resulting acceptable. The instrument was performing as expected and returned to normal operation. The cause of the discordant, falsely elevated tacr results is associated with the operator not using the correct sample size. The cause for the customer not using the correct sample size was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated tacrolimus (tacr) results were obtained on two patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s) who questioned them. The samples were repeated twice on the same instrument, resulting lower. The corrected results were reported to the physician(s). The customer stated that the operator did not measure 200 microliter of sample into the small sample cup (ssc) for the initial run. There are no reports of patient intervention or adverse health consequences due to the discordant tacr results.